Manufacturer narrative:
Batch review performed on 24 november 2025. Stem: quadra-h 01.12.33sn quadra h short neck, cementless, lat., hap s.3 lot 164570: (B)(4) items manufactured and released on 04-nov-2016. Expiration date: 17-oct-2021. No anomalies found related to the problem. To date, 29 items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation 6 years after revision tha, the stem gets loose again and further revision is necessary. We have been given only one pre-revision image. The stem looks radiologically loose, perhaps slightly undersized (but this cannot be stated unless the post-surgery xrays in two planes are made available), and we cannot determine the cause. In absence of infection, we must classify this event as an idiopathic aseptic loosening, a possible adverse event following tha, described in literature, whose causes often remain undtermined. Root cause:aseptic loosening is a possible literature-described adverse event after primary joint arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.

Event description:
On (B)(6) 2018, the patient had primary right hip surgery. On (B)(6) 2019, the patient came in complaining of pain caused by a loose stem. The surgeon revised the stem and head and the surgery was completed successfully (MDR (B)(4)). Presently, on (B)(6) 2025, the patient came in due to pain caused by a loose stem and the cause is unknown. The surgeon revised the medacta head and stem to a competitor head and stem and revised the medacta liner to a medacta liner. The surgery was completed successfully.